Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that on june 11, 2026 there was "a hair is in the tray once opened, also black particles (black specs) on spike" in an (B)(6) device's sterile packaging. There is no reported patient harm, and the issue was reported to be prior to any patient exam or procedure.